Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No data was provided for evaluation. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test passed. Global transmitter final functional test passed. The customer complaint could not be confirmed because the device passed all of the tests. A root cause could not be determined via product evaluation.